Event description:
It was reported, "patient had cardio testing done and reacted to the ingredients in the gel of the pad pro mfe. This allergic type reaction was confirmed when he was patch tested in the office and reacted again to the pad. He was prescribed topical medication. He is having another procedure early next year and the customer would like to know the ingredients of the gel to determine what he is reacting to."

Manufacturer narrative:
The padpro mfe, multi-function electrode, is intended for use during defibrillation, cardioversion, pacing, and ECG monitoring applications. This product is a single use, disposable device. The suspect device, padpro mfes, are not being returned to conmed corporation for evaluation for they have been discarded by the end-user. A partial lot sample was returned to conmed corporation from lot number y090303-08. A review of the manufacturing documents from the DHR/lhr, device history record/lot history record, has verified the returned device was produced according to current and approved procedures and material specifications. Non-conformances regarding the product's identity, quality, safety, effectiveness or performance were not identified during manufacture. The returned lot sample was returned from the dermatologist's office with a square cut off of each pad of the pair. These squares were utilized by the dermatologist for allergy sensitization patch testing. A two (2) year review of complaint history shows one (1) other incident for the entire product family of padpro multi-function-electrodes, for this failure mode of medically treated allergic reaction. The customer complaint is confirmed based on the results of the patch testing conducted by the dermatologist. This is a true skin sensitization (allergic reaction) to the hydrogel of the device. Conmed corporation has provided the technical data sheet for the padpro mfe to the dermatology office for identification of the ingredients of the padpro device that the patient has shown skin sensitization towards. The complaint investigation has not identified any manufacturing defects; therefore, corrective action is not warranted at this time. Conmed corporation is considering this complaint closed. Device disposed of by end-user

Manufacturer narrative:
The end-user has discarded the device; therefore, the device will not be available for evaluation. Lot samples are being sent to conmed corporation for evaluation. On completion of the quality engineering investigation of this reported incident a supplemental report will be file. Device discarded by end-user.